Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was shattered and unresponsive. Reportedly, the reason for the cracked screen was unknown. Additionally, an unspecified malfunction occurred. Customer's blood glucose level was 200 mg/dl. The customer reverted to manual injection for insulin therapy.